Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level displayed as "high"; cause was customer running out of insulin and not loading a cartridge in time. Reportedly, the customer administered a correction bolus to address the bg.